Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was implanted, but the patient had poor adaptation to the iol power (diopter). The iol was explanted and replaced with dfw. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section b3: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. E1 email - unknown. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.